Manufacturer narrative:
Account stated that the brake casters appear to be correct. Technician advised account to check the brake cabling or possibly a bent part on bed frame. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleges the central brake and steer will not set.